Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became progressively less responsive, frequently blacking out during use, failing to unlock reliably, and requiring multiple attempts to select meal delivery, consistent with an unresponsive control interface and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen-related control input problem consistent with a key or button unresponsive condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure alongside a software problem identified.